Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2016-03081, 03430 / 03434).

Event description:
Patient underwent a right knee revision approximately one year post-implantation due to unknown reasons. The bearing was removed and replaced.